Manufacturer narrative:
(B)(4) follow up it was reported the needle is blocked. To aid in the investigation, one sample with no packaging blister was received. The original unit reported was an 18g 1-1/2" needle and the unit returned was a 30 x 1/2" needle. Since the sample returned was not the original unit reported, the sample was discarded, and no additional information could be provided. A device history record review was completed for material number (B)(4), lot 1335225. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and without the physical sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10 narrative.

Event description:
(B)(4) updated information mat#: (B)(4) batch#:1335225 it was reported by the customer that they are having issue with needle blocked. Verbatim: rcc received complaint via email. Email(s) attached. Received an update on 22nd aug : updated component, please dismiss the previous email with the component 300745. Complaint number : (B)(4) created date : 08-21-23 event date : (B)(6) 2023 manufacturing site : jrz product malfunction/failure mode : occluded product description summary : needle blocked. Complaint quantity : 1 sample available : yes presource component # : bf305180~psprms mfg. Sku number : 305180 component name : ndl,18gx1-1/2in,blunt fill,st investigated component lot number : 2327229 was there an injury : no was there a death : no.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle was blocked. The following information was provided by the initial reporter: "product description summary : needle blocked. Was there an injury : no".